Manufacturer narrative:
Updated UDI : (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The valve was implanted to the patient via cp-shunt(cyst abdominal cavity shunt). Doi and initial setting were unknown. It was reported that the revision surgery was performed due to the blockage of the abdominal cavity catheter. (*the manufacturer of abdominal cavity catheter was being confirmed, there was a possibility of medotro, bioglide.). No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
Updated UDI : (B)(4). The device was returned for evaluation. The position of the cam when valve was received was 130mmh2o. The valve was visually inspected: a small cut/tear in the silicone housing was noted, and the outlet spring has pivoted in the distal connector. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was found. The valve was leak tested and leaked from the tear cut in the silicone housing. The valve was reflux tested; no issues found. The valve was then pressure tested and passed. A review of manufacturing records found no discrepancies when the device was released to stock. Based on the results of the investigation, the issue reported by the customer could not be confirmed. No occlusion was found. The root cause for the cut/tear in the silicone housing is likely due to handling of the catheter, possibly during removal. As noted in the IFU silicone has a low tear / cut resistance. The root cause for the pivoted outlet spring, could not be determined. Trends will be monitored for these and similar issues. At present, we consider this complaint to be closed.